Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed a shaft cut, reported by the costumer, and also the hemostatic valve was dislodged inside of the shaft. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was not returned. Device history record evaluation was performed for the finished device (B)(4), and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which bwi's product analysis lab identified a shaft cut, reported by the medical team, and also the hemostatic valve was dislodged inside of the shaft. During the procedure, there was resistance when trying to advance the catheter through the vizigo sheath. The scrub tech stated that they had trouble getting the dilator into the sheath. The physician then tried to advance a wire through the sheath, but it came out kinked. The sheath was cut so the doctor could feed a wire and maintain access. The vizigo sheath was exchanged, and the procedure was continued. No patient consequences were reported. The sheath was inside the patient when it was cut. The specific part of the sheath that was cut was a few inches above the catheter handle. There was no sharp or rough part of the cut sheath in contact with the patient. Resistance with sheath is not MDR-reportable. Guidewire damage noted during this procedure is not MDR-reportable. Hemostatic valve separation is MDR-reportable.